Manufacturer narrative:
Additional information received that the patient was explanted due to the need for a non-device related MRI.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#: (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant. No further details were provided.

Event description:
A report was received that the patient underwent an explant. No further details were provided.